Manufacturer narrative:
(B)(4). Approximate age of device ¿ 64 days. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient developed gastrointestinal (gi) bleeding with the source noted as gi - duodenum. Prior to admission the patient's hemoglobin was 4.4 g/dl. The patient was hospitalized, transfused with 4 units of packed red blood cells, treated with octreotide, and observed for inr management and further bleeding. The event was reported to have resolved by (B)(6) 2015.